Manufacturer narrative:
The insulin pump had button error alarm and no button response due to moisture damage on electronic assembly. Moisture damage was found on motor assembly.

Event description:
The customer reported via phone call that they received a button error alarm right after the insulin pump got exposed to moisture. The customer's blood glucose was 155 mg/dl at the time of incident. The customer mentioned that the bottom part of the screen was black. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.